Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as 'improper shutdown!" Messages. It cannot be determined if the messages were user induced or due to device malfunction. The device was found in specification in relation to the reported condition of 'turns off when bumped' which was unable to be reproduced. Evaluation was unable to identify component causality. Additionally, the customer's battery was not returned with the device for additional testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump powered off without user input. There was no patient involvement. No additional information is available.